Manufacturer narrative:
An event regarding size/fit issue involving an exeter stem spigot protector was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. A review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review confirmed that there have been no other similar events for the reported lot. It was reported that during surgery, the spigot of the exeter hip would not fit onto the exeter introducer. The surgeon removed the plastic part and proceeded to introduce the exeter stem by hand. There was no delay to surgery but it did mean that the standard instrumentation could not be used. The event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, images of the reported issue, pre- and post-op xrays, operative reports, & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that the spigot of the exeter hip would not fit onto the exeter introducer. The surgeon removed the plastic part and proceeded to introduce the exeter stem by hand. There was no delay to surgery but it did mean that the standard instrumentation could not be used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the spigot of the exeter hip would not fit onto the exeter introducer. The surgeon removed the plastic part and proceeded to introduce the exeter stem by hand. There was no delay to surgery but it did mean that the standard instrumentation could not be used.